Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp continu-flo solution set leaked at the y-site. The primary nurse was priming the IV set with normal saline and noticed there was leaking around one of the luer lock hubs. As the nurse was taking the tubing off the pole, the tubing beneath the luer lock disconnected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.